Event description:
One of the clamps of the chuck is broken. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection and investigation has shown that one of the clamps holding the cutting tool in the chuck attachments is broken off. The investigation was not able to determine the exact reason of failure. It is possible that high vibrations in combination with high loads could have caused this occurrence. The instrument was manufactured according to the specifications. This complaint has been determined to be indeterminate. (B)(6).